Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guidewire was returned. The lot number was confirmed from the packaging. During the visual inspection, the guidewire was kinked 263.2cm, 268.5cm and 274.2cm from the proximal end. The guidewire was broken 277.5cm from the proximal end, the nitinol tubing was broken. The core wire was broken and protruding from the nitinol tubing. The guidewire ptfe coating was examined under magnification and the ptfe was peeled/scraped off in several places along its proximal section between approximately 119.8cm to 168cm from the proximal end. Approximately 22.5cm of the distal end was not returned. Functional testing was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was not shaped, continuous flush was set up and maintained throughout the clinical procedure, a balloon and a microcatheter were used in conjunction with the subject device. The patients anatomy was moderately tortuous. The procedure was completed on as planned time. The two hour lasting was not caused by the guidewire fractured but by the tortuous vessel. In the physician¿s opinion, she didn¿t know what was the cause of the fracture but thought the guidewire should not break. No excessive force was applied to the reported guidewire that may have contributed to fracture. There was no friction/resistance encountered during the procedure. The balloon catheter used along with the guidewire did not contribute to the guidewire fracture and there is no allegation against the other stryker devices used during the procedure. There were no other difficulties encountered during the usage of the device that could have contributed to the issue, just the vessel is tortuous. There was no surgical delay but there was a medical intervention where a snare device was used to retrieve the broken tip of the guide wire. The current condition of the patient is ok. Product analysis found the guidewire was broken the proximal end and the distal end was not returned. Kinks were present towards the distal end. The nitinol tubing was broken, the core wire was broken and protruding from the nitinol tubing which indicates the guidewire encountered excessive force and manipulation during the procedure which resulted in the observed damage. An assignable cause of procedural factors will be assigned to the reported and analyzed 'guidewire distal tip broken/fractured during use¿ in addition to the analyzed ¿guidewire distal end kinked/bent¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also noted a section of the ptfe coating was peeling or had peeled off at the proximal end of the guidewire. It is probable the torque device was not adequately tightened which allowed the device to move up and down the proximal end of the guidewire, resulting in the peeled ptfe coating. As the torque device was not returned with the device, it cannot be determined if this contributed to the ptfe coating peeling. Because on this, an assignable cause code of undeterminable was assigned to the as analyzed 'guidewire ptfe coating peeling'.

Event description:
It was reported that during the procedure of m1 stenosis case with ica (internal carotid artery) dissection, subject guide wire was delivered at m2 and the physician made a loop at dissection at ica. Then the physician delivered the balloon catheter along with the subject guide wire. The patient¿s vessel was reported to be tortuous. As soon as the tip of the balloon reached the loop of the subject guide wire, the tip of the subject guide wire got fractured. The system was withdrawn out of the patient's body and a snare device was used to retrieve the broken tip of the subject guide wire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of m1 stenosis case with ica (internal carotid artery) dissection, subject guide wire was delivered at m2 and the physician made a loop at dissection at ica. Then the physician delivered the balloon catheter along with the subject guide wire. The patient¿s vessel was reported to be tortuous. As soon as the tip of the balloon reached the loop of the subject guide wire, the tip of the subject guide wire got fractured. The system was withdrawn out of the patient's body and a snare device was used to retrieve the broken tip of the subject guide wire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.